Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 410 mg/dl and ketones were present. Customer was dehydrated. Insulin injections were administered and water was consumed. Customer was taking a medication that could have led to dehydration and elevated bg, but customer could not confirm that this was the cause. Customer did not observe any issues with supplies. Customer went to the emergency room and was hospitalized. Ketone level was considered as being dangerous by a healthcare provider. Customer was treated with fluid and insulin. Customer was discharged 2 days later with bg/ketones resolved. Recommendation was made for the customer to discuss the event with a healthcare provider.